Event description:
I had a tubal ligation with the filshie clips placed. I went from being a typical mother being able to take care of my kids and life. To not being able to live because of consistently being in pain, having no energy and just over all miserable. I spent 18 months this way, most of what hurt me was the consistent pain that got worse during my menstrual cycle every month. I went from having absolutely minimal menstrual pain to collapsing on the floor in tears and throwing up because the pain was so bad. I was so depressed from having these clamps in me I hated being alive. I could barely have the energy to take care of my kids on a normal every day basis I couldn't take care of my home. My hair started falling out, I couldn't lose any baby weight. I was finally diagnosed with post tubal ligation syndrome 14 months after I had a tubal with these clips placed. It wasn't till the clamps where out that I got back everything I had lost and felt 100% back to myself. Epilepsy, asthma, clot too fast, polycystic ovarian syndrome, kidney disease. FDA safety report ID #: (B)(4).